Manufacturer narrative:
The user reported that since sensor insertion, they were unable to obtain good or excellent signal. Signal loss occurred primarily when the user moved their arm, triggering "no sensor detected" alerts. Placement troubleshooting via zoom confirmed signal variability with arm movement, and a transmitter replacement was approved. However, the issue persisted despite transmitter replacement, and the user was advised to contact their hcp for assistance with locating the sensor and to discuss next steps, including possible removal and replacement. RMA was issued for return of both the sensor and transmitter. Both sensor and transmitter were returned to sensorics for further evaluation. No malfunction was observed with the sensor to transmitter connection. The customer's issue was likely due to the sensor being inserted too deeply or misaligned.

Event description:
Senseonics was made aware of an incident where user reported of receiving,"no sensor detected" alerts which led to early sensor removal. An RMA was authorized for sensor for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.